Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure that the large clip applier instrument was used to apply a clip on some tissue, but did not work correctly. No specific details were provided regarding how the instrument did not work correctly. This large clip applier instrument was replaced with second large clip applier instrument. After successfully applying a clip with the second large clip applier instrument, the surgeon attempted to re-use the initial large clip applier instrument. However, instead of applying a clip, the teeth of the initial large clip applier instrument became caught on an artery and caused a hole on the vessel. The surgeon was unable to place a clip with the initial large clip applier instrument. The initial reporter (nurse) checked the patient's record before contacting intuitive surgical, inc. (Isi) to report this complaint. Per the initial reporter, there were no post-operative notes except for "no complications" on the patient's record. The patient was reportedly discharged home. Isi contacted the surgeon to gather additional information regarding the reported event. However, the surgeon did not have any additional information to provide.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be user related. Isi received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported event of clip applying failure. The housing of the instrument was removed from the back end and the grip cable on input #6 was found to be dislodged from the cable ramp. No physical damage was found to the cables. This can result in the cable becoming loose or derailed on the distal end, causing non-intuitive motion and engagement failure. The instrument was unable to perform a clip test due to the inability to engage properly with the sterile adapters on the in-house system. The root cause of the dislodged grip cables is attributed to the user. A follow-up MDR will be submitted if additional information is obtained. A visual inspection additionally found the input disk shafts, within the housing, to be broken and cracked. Shaft #6 was broken at the cable ramp location, causing the grip cable to dislodge. The broken pieces of the shaft remained within the housing; no pieces were missing. Both input disk shafts also exhibited hairline cracks. The root cause of the broken input disk shaft is attributed to the user, most commonly caused by improper reprocessing, such as prolonged exposure of instrument to harsh cleaning agents. A review of the system and instruments logs for this event has been performed and the following was observed: no relevant errors were observed during this procedure. The logs suggest that two large clip applier instruments were used during the procedure. These two instruments (part #470230-12 with lot #n10210316-0153 and lot #n10200629-0011) were installed a total of five times in an alternating pattern beginning with lot #n10210316-0153 per the analysis. Furthermore, as of 30-april-2022, neither of the two large clip applier instruments used during this procedure have been used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the large clip applier instrument was not applying a clip appropriately. In one instance during an attempt to place a clip, the teeth of the large clip applier instrument got caught on an artery and a hole was created on the vessel. It is unclear what medical intervention, if any, was administered due to the intra-operative complication. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, and h10/h11. Intuitive surgical, inc. (Isi) followed-up with the first assist for the procedure, who reported the issue to the initial reporter, and obtained the following additional information: the first assist confirmed that only one clip applier instrument had an issue, which is the device that was sent for return. The first assist indicated that the surgeon was attempting to clip the cystic duct/artery when the clip applier instrument did not properly close. The first assist stated that ¿the clip applier would not clip but would still move,¿ which resulted in a tear of the cystic artery rather than the device becoming ¿caught¿ on the artery as originally reported. The first assist indicated that the bleeding was ¿very minimal¿ and that the issue was resolved by quickly using an on-hand traditional laparoscopic clipping device to clip the artery that had been damaged during the reported event. The first assist did not have an estimated blood loss volume but reiterated that the bleeding was ¿very minimal¿ and confirmed that a blood transfusion was not required. Per the first assist, the reported issue had no impact to the overall procedure outcome other than a minor delay due to the use of a 3rd party clip applier instrument. The first assist reported that the patient was discharged the same day without post-operative complications and that the patient¿s status was ¿good.¿ the first assist reported that a video is not available because the surgeon does not record his procedures. The first assist also indicated that he is unable to obtain/release any patient demographic information. A site visit was performed by isi to evaluate the site's sterile reprocessing practices, but the cause of the reported instrument issue could not be determined and remains unknown.

Event description:
Refer to h10/h11 for follow-up information.